Event description:
It was reported that during bph procedure, the fiber was observed to be forward firing. The fiber was exchanged, and the procedure was completed using a second fiber. Patient outcome: ¿ok¿ reported. No patient injury was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber tip is attached to fiber; the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at bevel edge; the metal cap exhibits moderate detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, partially erased blue arrow indicator, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Joules used: 461,438, time expended: 26 minutes. The tip (cap) was cleaned during the procedure. "Fiber tip broke off/firing straight out of fiber" was reported. No harm to patient.